Event description:
Per the audiologist, the patient reported hearing only a ¿buzzing sound¿ at initial activation of device. An x ray done 2009, indicated partial insertion of the device. And integrity test done 2009, showed the device was working within specifications. Revision surgery is planned but had not been scheduled at the time of this report, march 26, 2009.